Manufacturer narrative:
This report is filed on may 30, 2019.

Manufacturer narrative:
This report is submitted on april 29, 2019.

Event description:
The device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with another device.